Event description:
Caller states that the patient tested 522mg/dl on the device and 122mg/dl on a comparison lab drawn within 10 minutes. Customer was given 10 units of regular insulin based on device result. No adverse event reported. Requested return of suspect device and replacement was sent. Quality controls were used and reportedly fell within acceptable limits.